Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification and an inaccurate fill estimate occurred after filling the cartridge with 200 units of insulin. Customer¿s blood glucose ranged between 157 mg/dl and 172 mg/dl. Reportedly, a cartridge change was performed and issue persisted. The customer reverted to manual injections for insulin therapy.